Event description:
It was reported to boston scientific corporation that an hta procerva procedure set was used in an endometrial ablation procedure on an unspecified date. Patient identifier, date of birth, and weight are unavailable. According to the complainant 3 weeks post operatively the patient returned to the physician where an endocervical burn was found. No alarms or error codes were reported. The patient's burn did not need to be treated.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.